Event description:
The facility reports the resident was being transferred from the wheelchair into the tub via the ceiling lifter and sling. During the transfer, the clip on the right side shoulder let go. The resident fell out of the right side of the sling to the floor. No injuries were reported.